Event description:
After receiving approximately eight contaminated blood samples, lab personnel tested tubes and determined they were contaminated. It appears that tubes contained wrong anticoagulant. Approximately 500 tubes were internally recalled for return to vendor. No patients were injured as result of this.====================== health professional's impression======================contaminated lot====================== manufacturer response for vacuette 2ml green tubes, vacuette======================have replaced product. Unknown if they have done internal investigation of product.